Event description:
Patient was implanted with mtp fusion plate and screws on (B)(6) 2012. X-rays taken on an unknown date during an office visit revealed 1-2 screws were broken. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised with another mtp fusion plate construct. This is 4 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis: device was returned, investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. This screw is whole and intact. The 2.63mm diameter, flutes, stardrive, and threaded head suggest that this may be of the 02.211.008 family of parts. If so, the length of 18.31mm would make this a 02.211.018. The drive has some displaced material at the top of the star points. The top of head is free of any damage, marks. The head threads have some minor material displacement at the major diameter. The last thread at the bottom of the head is damaged. The shaft threads appear to be undamaged except for a single light impact mark approx. 10 threads from the tip. The flutes and tip appear to be undamaged. Some biomaterial remains at one of the flutes. The features that could be measured were within tolerance.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned hardware consisted of an intact plate, three intact screws, and three broken screws. The mode of failure, broken screws, is addressed in line 400 of the design and clinical risk management document, 0000004474, rev a.52, for the 2.4, 2.7mm variable angle lcp forefoot midfoot system. The severity of harm is given as a 4 and the probability of occurrence of harm is given as a 1. The design risk assessment is adequate for the intended use. The mode of failure involved with this complaint is indicative of an overloading situation. The exact conditions under which the device was implanted or the compliant nature of the patient is not known.